Manufacturer narrative:
Continuation of concomitant products: product ID 37761, (B)(4), product type: recharger. Product ID 37752, (B)(4), product type: recharger. Product ID 37751, (B)(4), product type: recharger. Analysis of the desktop charger (B)(4) found that connector pin bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of radiculopathy. It was reported recharger was not charging up, so patient was unable to charge the ins. Patient confirmed the green light was on desktop charger (dtc) and connector pin seemed secured, but they continued to see charge the recharger icon come on the screen. A replacement recharger would be sent, recharger was not charging, and desktop charger was fine. Additional information on (B)(6) 2019 from a consumer indicated patient received the replacement recharger. It was noted it worked to charge the patient¿s implant; however, when they tried to charge the recharger today, they had to wrestle with it, jiggle the cord and the screen showed an empty recharger battery. A replacement desktop charger would be sent, patient received recharger but was not charging up. Additional information was received from a consumer on (B)(6) 2019. It was mentioned patient was received replacement recharger and desktop charger. They mentioned recharger had been plugged in for an hour but recharger screen was still prompting to plug recharger in. They stated they knew the dtc was receiving power as green light was on, and power supply was ¿getting hot¿. They confirmed this was the normal warning of being plugged in and did not insinuate allegation. They noted because the ins could not be charged, patient was in pain. A replacement recharger would be sent, recharger was not charging, and connector pin was fine. No further complication and events were reported.